Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 47 mg/dl. No symptoms were reported at the time of the incident. The customer did not state how they treated the low blood glucose. The customer reported having issues with the sensor updating. No low blood glucose troubleshooting was performed. The insulin pump will not return for analysis. The customer did not state if the auto mode feature was in use. Ozp-mmt-7020-snsr; frn-unk-rsvr; unomed set.